Event description:
It was reported that the patient had their leads revised because, they were not providing adequate coverage. The patient was larger and their leads were moving. The revision surgery took place on 2015 (B)(6). The therapy helped initially but then the patient started having issues.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).